Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 the customer reported a critical pump error. He/she went swimming with the pump, and it was exposed to moisture. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was unsuccessful. A critical pump error (open book image) appears while holding down the go back and down keypad buttons. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j2, u2, y1; home motor switch. After plugging a known good pcba2 and a known good pcba1 into the test case, the unit booted up normally. After plugging a known good pcba2 into the test pcba1 and then the test case, the unit booted up to a critical pump error (open book image) alarm. After plugging the test pcba2 into a known good pcba1 and then into the test case, the unit booted up normally. The software version was then able to be obtained using this configuration. The force sensor zero offset measured within spec = 19.4 mv. In summary, the customer's report of a critical pump error was confirmed once the pump turned on and a critical pump error was noted. The critical pump error (open book image) alarm and the inability to upload are due is isolated to the moisture damage on pcba1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump was exposed to moisture. No harm was required during medical intervention. The insulin pump was returned for analysis.